Event description:
It was reported that the ball valve in the bd alaris¿ pump module smartsite¿ infusion set tubing fell into the drip chamber once the medication bag was empty, allowing air into the line. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "patient was receiving arsenic infusion 50ml/hr over 2 hours using the ball valve tubing. When the medication in the bag was empty, the ball fell into the drip chamber, however air entered the line although the ball was noted to be sitting in the chamber. The patient did receive the entire dose of medication."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: 1 used sample (model #11522558, lot# 21105090 ) was returned from the customer. It was reported by customer that when the medication in the bag was empty, the ball fell into the drip chamber, however air entered the line although the ball was noted to be sitting in the chamber. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed successfully with saline. After priming, the set was drained to see where the ball would land. The ball landed with just enough fluid to cover the ball at the bottom of the drip chamber and flow stopped there and did not allow air in the line. The failure was unable to be replicated. A device history record review for model 11522558 and lot number 21105090 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 02oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. The root cause of this complaint could not be definitively determined because the issue could not be replicated.

Event description:
It was reported that the ball valve in the bd alaris¿ pump module smartsite¿ infusion set tubing fell into the drip chamber once the medication bag was empty, allowing air into the line. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "patient was receiving arsenic infusion 50ml/hr over 2 hours using the ball valve tubing. When the medication in the bag was empty, the ball fell into the drip chamber, however air entered the line although the ball was noted to be sitting in the chamber. The patient did receive the entire dose of medication."